Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the correct date of event was (B)(6) 2017. In addition, mentor became aware that 1645337-2021-07936 is a duplicate of this complaint file. All future supplemental reports will be submitted under this complaint file. In addition, mentor also became aware that the patient also experienced breast implant illness and was also diagnosed with arthralgia. H6 health effect - clinical code e2402: generalized illness on (B)(6) 2021, the product investigation summary was updated with the following statement: at the present time, there is no sufficient evidence to show an association between breast implants and generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 4, 2021, the mentor failure analysis lab received the device for evaluation. On june 7, 2021, mentor received additional information indicating that when the implants were explanted, both the right and the left implant were intact. In addition, the patient underwent bilateral replacement with the following devices: (left) 425cc mentor smooth round moderate profile saline catalog: 3501670 lot: 9547114 sn: (B)(6) and (right) 425cc mentor smooth round moderate profile saline catalog: 3501670 lot: 9547114 sn: (B)(6). On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 450cc returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4) future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast burning pain. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with two 450cc mentor memorygel breast implants, suffered right breast burning pain, and left breast implant rupture, post-procedure. The rupture was diagnosed via MRI. As a result, the patient has been scheduled for implant explantation surgery on (B)(6) 2021. This medwatch form is for the right breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4).